Event description:
It was reported that during post operative follow up in clinic, the right atrial (ra) lead exhibited high capture threshold measurements and far r oversensing. X-ray was performed and revealed a dislodgement of the ra lead. The ra lead successfully repositioned on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead had loss of capture. The patient was in stable condition.